Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent break. Block h11: investigation summary: with the available information, boston scientific corporation concludes that the reported event stent break could not be confirmed. The device was not returned for analysis; therefore, a technical analysis could not be performed. There is not enough evidence to determine whether the reported issue was due to the physician's device manipulation during the procedure or related to a device malfunction. Device history review (DHR): a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: the device has not been returned for analysis. Therefore, a technical analysis could not be performed. Risk review: a risk review was completed and confirmed that the event of "stent break" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: taking all available information into consideration, the investigation concluded that the most probable cause is cause not established.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial was to be implanted in the lung area to perform an interventional procedure performed on (B)(6) 2026. During the procedure, the physician noticed the tip of the stent was damaged, and the metal was exposed after being fully deployed. The procedure was completed using another of the same device. There was no patient complications reported as a result of this event.